Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 72-year-old male was implanted with a impella 5.5 for support during a high-risk cardiac procedure. It was reported that cangrelor drops were started because there was an increase in bleeding from the orogastric tube.gastroenterologist performed esophagogastroduodenoscopy hemorrhagic gastritis and arteriovenous malformation treated.